Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the dilator and with the sutures still attached. Engineering confirmed the complainant's experience that the event unit was broken in three (3) locations with an additional kink approximately halfway down the event unit. Based on the information provided and the engineering investigation performed, the root cause of damage to the event unit could not be determined. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unilateral stone extraction. Incident description: the unilateral access sheath was being inserted and it broke in 3 places and also bent. Type of intervention: an additional sheath was used. Patient status: no patient injury.